Manufacturer narrative:
1. DHR review: the complaint lot 3347333 gauge is 24g, assembly at 4 at 2024-01, lot quantity is (B)(4), the product is with the expiry date. Review the in-process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Review the assembly record, there no nonconformities, deviations or rework activities for this lot product. 2. Sterilize rvw exempt rationale: checked all complaint lot of the batch record, raw material processes no changes. The sterilization process is normal, the bi sterility test passed, and the eo residue test passed, the product met the requirement of bi sterility test before released, (B)(4). 3. Not able to confirm the indicated failure mode since was not received defective unit sample or photos. 4. According to preview ma feedback, there are many factors that cause the skin redness and wellness. Common is mainly caused by drug infusion (including configuration solution). Other possible related factors include: -puncture through the blood vessels was not found in time, resulting in leakage or small hematoma caused by local swelling. -disinfection during operation is not strict and causes infection. -some drugs may cause skin redness and wellness. -the physical reasons of the patient itself. 5. Same lot two defect complaint, from the same hospital, but cannot identify it related with production. Conclusion: no found any abnormal for the assembly & sterilization process and production line & the production environment initial bacterial contamination monitor no found any abnormal. Not able to confirm the indicated failure mode since was not received defective unit sample or photos, same lot two defect complaint, from the same hospital, but cannot identify it related with production.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm may have lead to an infection the patient was left with an indwelling needle under routine sterilization on august 4. Redness and swelling around the needle puncture and removal of the indwelling needle occurred after 3 days of leaving the needle in place, and the redness, swelling, heat, and pain worsened after the fourth day, with pus flow and generalized fever.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.